Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein patients whole system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000145620.

Event description:
Related manufacturer reference number:3006705815-2024-00861. It was reported that following a couple of falls patient experienced pain at the ipg site and ineffective therapy. Reprogramming has been unable to resolve this issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is at fault.